Event description:
A medtronic rep reported that during a case, the site contacted her and reported that they lost the ability to track any instruments in synergy 2.1.5 with axiem. They had been able to register the pt using the navigation probe, but when switching to the em stylet, they reported that they were no longer able to track instruments and that nothing had changed with the configuration. They tried both emitter ports on the axiem box, no change. They then brought in an emitter from their other axiem system and reported that it worked without issue. The case continued with no impact to the pt.

Manufacturer narrative:
Per RMA, a replacement emitter was sent to site. Upon return of suspect emitter, it displayed low emitter drive current. There is an open in the cable to one of the emitter coils. Not able to determine what wire is open do to the construction of the part. No impact on pt impact reported.